Manufacturer narrative:
Evaluation conclusion: the device has been discarded by the manufacturer.

Event description:
It was reported that the coupling device snapped on the synthes drill prior to a procedure. There was no patient involvement, and there were no user injuries or adverse consequences.

Event description:
It was reported that the coupling device snapped on the synthes drill prior to a procedure. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.